Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Patient was revised due to pain. Medical records indicate patient was revised due to slightly milky appearing fluid consistent with metallosis; great deal of synovitis which also appeared consistent with a metallosis picture; acetabular bone posteriorly was denuded and appeared somewhat necrotic; cup appeared to have spun into a retroverted position; great deal of black corrosion material at the inferior aspect of the trunnion; corrosion debris just proximal to the trunnion surface. The sleeve adapter and stem were added to the complaint.

Event description:
Update rec¿d (B)(4) 2014- supplemental information was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.